Event description:
According to the reporter: the staple failed to form a b-shape and the anastomotic stoma was not closed completely after the firing and withdrawal of the device. The surgeon had to perform an enhanced suture by hand. There was no blood loss of 250cc or more due to the product problem. The surgical time extended by more than 30 minutes to re-sew.

Manufacturer narrative:
(B)(4).